Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete. Extension number: (B)(6).

Event description:
The event involved a plum a+ infusion pump, which was reported by customer to have infused incorrect values. There was no patient involvement. It was not reported where the event occurred. There was no harm reported as a consequence of this event. No other information is available at this time.

Manufacturer narrative:
The device was received for evaluation and found to be in good condition. The log was reviewed for the last two months, no major alarm or anything unusual found in the log. The device passed inspection and all pvt tests without any issue. The complaint was not confirmed upon testing and from the logs and no problem found.